Manufacturer narrative:
A supplemental report will be submitted upon completion clinical investigation. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called technical support on (B)(6) 2017 stating that his cycler is receiving the drain complication encountered in drain 0/4, having drained 3 ml/50 ml. Patient pressed stop/ok and the cycler keeps receiving the drain complication. The patient was advised to contact his nurse. During follow up the patient peritoneal dialysis nurse (pdrn) stated the patient was already being treated for peritonitis prior to the call to technical support. The cause of the peritonitis was unknown. The culture results revealed the bacterial growth staphylococcus aureus. The patient was given vancomycin for treatment. The patient¿s signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
Clinical investigation: a temporal relationship between the diagnosis od staphylococcus aureus peritonitis and the fresenius product exists, however, there is not documentation that indicates there is a causal relation ship between the fresenius products and the event of peritonitis. There is no identifiable cause/etiology for this peritonitis event.

Event description:
A peritoneal dialysis patient called technical support on (B)(6) 2017 stating that his cycler is receiving the drain complication encountered in drain 0/4, having drained 3 ml/50 ml. Patient pressed stop/ok and the cycler keeps receiving the drain complication. The patient was advised to contact his nurse. During follow up the patient peritoneal dialysis nurse (pdrn) stated the patient was already being treated for peritonitis prior to the call to technical support. The cause of the peritonitis was unknown. The culture results revealed the bacterial growth staphylococcus aureus. The patient was given vancomycin for treatment. The patient¿s signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.